Manufacturer narrative:
Date of report: 02-october 2007.

Event description:
Procedure: nephrectomy. According to the reporter: the surgeon inserted the device through the cannula and noticed small particle dropped out of one trocar. The detached piece was found and removed from the patient cavity and another device of the same model was used to complete the surgery.